Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a pairing failure when attempting to connect a dexcom g7 continuous glucose monitor (cgm) sensor to the ilet pump, while dexcom g7 readings were available in the dexcom app and initially paired to a dexcom receiver; troubleshooting included toggling settings, restarting the ilet, turning off the receiver, and re-entering the pairing code, consistent with an intermittent communication failure involving the antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem identified between the ilet and the dexcom g7 cgm system, consistent with intermittent communication failure and involving the antenna and electrical or magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.